Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient developed cardiopulmonary arrest during transportation to the hospital. Life sustaining treatment was discontinued as per the family's request. It was additionally noted that the implantable pulse generator (ipg) had been reprogrammed and at the time of death, was functioning in a mode not susceptible to circuit error

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. Follow-up was attempted to obtain the relevant information; however, no additional details are available at this time. This event is being conservatively reported in an abundance of caution in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed episode.